Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No battery alarms could be verified due to a blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump has low battery, blank display and shutting off without warning, failed battery test and battery out limit. Customer's blood glucose was 345 mg/dl. Customer declined to troubleshoot and wanted insulin pump replacement. No further info provided.